Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) was confirmed during initial functional testing and archive data review. The root cause for ua07 was due to defective load cell module 1. The defective load cell was likely attributed to mishandling such as a drop. Visual inspection of the returned platform was performed. Observed a hole on the load plate cover, likely due to mishandling. Load plate cover was replaced. Also, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to sticky clutch. Deburring of the sticky clutch plate was performed to remedy the issue. These damaged load plate cover and sticky clutch are unrelated to the reported complaint. Review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages; thus, confirming the reported complaint. During functional testing, user advisory (ua) 07 error message displayed upon power up the device; thus, confirming the reported complaint. The load cell characterization test results confirmed load cell module 1 was over-reported. The load cell 1 was replaced to address the ua07 error. After service repair completion, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, customer reported that the autopulse platform (serial #(B)(4)) displayed user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) on the screen panel. The crew was unable to clear the advisory and immediately performed manual CPR. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.